Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2014 and (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1) and (device #2). As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date ((B)(6) 2014) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1) and (device #2). As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿ in the right inguinal area, an indirect inguinal hernia with lipoma of the cord was removed. The hernia sac was dissected free from the cord and dissected.a medium sized perfix plug (device 1) was placed on the internal ring and sutured to surrounding tissues with sutures. The onlay patch was placed over the plug and sutured to the pubic spine.¿ (B)(6) 2014 patient was diagnosed with recurrent incarcerated right inguinal hernia with persistent pain thereby underwent open repair with removal of old mesh (device 1) and implant of perfix plug (device 2). Per operative notes, ¿ dense scar tissues in right inguinal area, external oblique was adherent with prior mesh (device 1) was noted. The cord structures were separated from the external oblique and prior mesh material (device 1) was removed from extraperitoneal space. The muscle and fascia in the floor of inguinal canal was reduced and floor of the inguinal canal was reconstructed using sutures. The oval shaped perfix plug (device 2) was placed as an onlay reinforcement and secured to the aponeurosis of internal oblique.¿